Event description:
The user reported that smoke was coming from the ventilator. The ventilator kept ventilating during that time. The pt was removed from the ventilator, ambu bagged and switched to another ventilator. No permanent injury was reported in this case. The distributor originally reported that a short circuit in ac/dc and dc/dc board occurred which could have caused the smoke observed by the user.